Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained oversensing was observed due to post-paced t wave oversensing. Programming changes were made. Device remains implanted.